Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). It was reported that signs of infection were present. No cause in particular was determined. Additional reporting date was provided as 5/29.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2026, product type: lead. Product ID: 977a260, serial# (B)(6) implanted: (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-dec-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jan-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the actions taken to resolve the issue were that the physician prescribed antibiotics. The site of infection was the ins pocket site. Regarding if the infection resolved, it was noted that the device has not been explanted; however, the patient is currently under observation.

Manufacturer narrative:
Correction: the leads no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.